Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2016, the patient experienced back pain as a symptom of a thoracic aortic dissection. On (B)(6) 2016, the patient underwent treatment of the acute complicated stanford type b thoracic aortic dissection. The patient showed ischemia of the left lower extremity. Two conformable gore tag® thoracic endoprostheses (tgu313120j/13040841 ¿ proximal, tgu373720j/15669755 ¿ distal) were implanted. On (B)(6) 2017, a follow-up examination identified the maximum diameter of the false lumen was expanded (over 5mm). No treatment was performed. On (B)(6) 2017, a follow-up examination identified the event had not been solved. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, a follow-up examination identified the event had been solved. On (B)(6) 2017, a follow-up examination was performed. No further issues were identified.

Manufacturer narrative:
Per the conformable gore tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).

Manufacturer narrative:
It is unknown which device is involved in the event.